Event description:
The distributor ethicon stated that the user facility reported that a (B)(6) female patient was admitted to the cardiac intensive care unit on (B)(6) 2009 with pulmonary emboli. A central line was placed in the right groin on (B)(6) 2009. A macerated infected area beneath the biopatch was noted on (B)(6) 2009. The area was the full size of the biopatch and extended approximately 1 cm past its edges. As a result, the line was removed and the area was treated by the wound care team. The patient also had a right internal jugular central line placed in the same manner and she developed the same reaction at the insertion site. On (B)(6) 2009, a right hand peripheral IV access was noted to have the same problem one day after insertion. The site had been cleaned with chloraprep but it is reported that no biopatch was used on this site. The patient remained in the ICU and underwent a bowel resection surgery due to bowel ischemia/necrosis. The wound care team continued to follow her regarding the reaction at the catheter and IV sites. The nurse reported that the facility has been a long time user of biopatch. She also indicated that some of the nurses were not allowing the chloraprep to dry prior to application of the biopatch. In addition, at times, the transparent dressings were applied tightly over the biopatch. No product lot number or exact product identity code is known. Ethicon will provide lot numbers of biopatch that they supplied to this facility during this time period; however, the hospital also uses biopatch supplied in kits from a vendor that does not track the lot number. Integra called the user facility. The reporting nurse stated that biopatch use was not associated with events other than the local skin reactions that were described above. The reporting nurse at the user hospital stated that ethicon, the distributors of biopatch, and the distributors of chloraprep had since provided in-service training on the correct use of the products to the user facility.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.